Manufacturer narrative:
Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The product has not been returned and is unavailable for evaluation. The plausible root cause of the device cannot be determined.

Event description:
It was reported that; upon going to use several cross links on a long construct it became evident that several of the set screws had become dethreaded from the cross links itself. Typically we can thread these back in, weaver with this particular batch, it appeared as thought all were "damaged" or otherwise affected to the point where we could no longer get the set screw back into place.

Event description:
It was reported that; upon going to use several cross links on a long construct it became evident that several of the set screws had become dethreaded from the cross links itself. Typically we can thread these back in, weaver with this particular batch, it appeared as thought all were "damaged" or otherwise affected to the point where we could no longer get the set screw back into place.